Event description:
It was reported that, during a tka surgery, it was displayed a handpiece error. On inspection, black hardstop broke from snaplock. The procedure was completed with the same handpiece in speed mode. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
H10 h3, h6: the navio handpiece used in treatment, displayed error and had a broken snap lock nut during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece error. The root cause of this issue was found to be mechanical component failure.